Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the touchscreen did not respond. Prior to testing, the device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. No additional information was provided.